Manufacturer narrative:
The instrument involved in this complaint has been received and tested by failure analysis. The instrument was found to have a damaged grip cable.

Event description:
It was reported that during a da vinci-assisted surgical the surgeon could not close the jaws of the fenestrated bipolar forceps instrument. They noticed that the wires were exposed. No fragment fell into the patient. A backup da vinci instrument of the same kind was used. The procedure was completed with no patient harm, adverse outcome or injury and with a delay of less than 15 minutes.